Manufacturer narrative:
The stretcher was evaluated by an authorized field representative at the complainant's site. The alleged failure was confirmed. To date, the complainant has not advised if the stretcher will be repaired as it was approximately 6.5 years old at the time of incident and well past the warranty period. No additional information has been received regarding any later alleged injuries by the patient or medics. The IFU for the product does contain instructions on inspection of the stretcher for any noted component wear..

Event description:
It was reported while loading a 400lb patient into the ambulance, the drop frame hinges allegedly broke causing the stretcher to fall to the ground. There were no injuries to the patient or medic crew reported. The subject stretcher was removed from service and another stretcher was called to complete the patient transport. It was confirmed this was not an emergency transport.